Event description:
The clinician reports that the day the implant was placed in ada 29, failure occurred upon insertion. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.